Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient mentioned they had a pump and said "that is another issue." The patient clarified and confirmed there was no problem with the pump right now. No further complications were reported/anticipated.